Event description:
Patient had a painful, non-union of the talonavicular joint with the headed compression screw backing out of the x-post. Intra-op it was discovered that the screw appeared to possibly be bent. Upon removal of the headed compression screw it was determined that the screw was actually broken. The distal portion of the screw had to be left in the patient. The x-post was able to be removed following the removal of the portion of the broken compression screw.

Event description:
Patient had a painful, non-union of the talonavicular joint with the headed compression screw backing out of the x-post. Intra-op it was discovered that the screw appeared to possibly be bent. Upon removal of the headed compression screw it was determined that the screw was actually broken. The distal portion of the screw had to be left in the patient. The x-post was able to be removed following the removal of the portion of the broken compression screw.